Event description:
During the pulsed field ablation pulmonary veins isolation procedure, it was noted that blood leaked from the volt catheter guidewire lumen. Manuevering was difficult due to the patient anatomy. There were no insertion or removal difficulties. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One volt 2.0 pfa, sensor enabled catheter was received for evaluation. There were no anomalies noted regarding the guidewire lumen of the catheter. Damage was noted to the balloon material beneath spline 2 resulting in a leak during testing. No spline damage was noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the balloon material resulting in a leak remains unknown.